Event description:
Manufacturer received a report from an attorney alleging that a tire and brake on a wheelchair failed causing the end user to fall and hit a mailbox. The end user received "injuries to his arm and hand."